Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found stent damage along the entire length of the stent. Stent struts were lifted and the stent had moved proximally and distally on the balloon, past the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 18mm x 2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the tip of the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 18mm x 2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the tip of the stent itself was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.